Manufacturer narrative:
Two calls were made to bd (recorded in complaint files (B)(4)) that the customer observed smoke coming from an anesthesia device. Both calls were for the same incident on the same device. Upon noticing the smoke, the device was unplugged from wall power. A field service technician went onsite to inspect the device. The technician found that a nut had come loose and fell on to the drawer controller board which may have caused the board to short. The controller board was replaced and no additional issues were observed. There was no harm to patients or users reported to bd at the time of the initial call or to the technician who was onsite.

Event description:
Customer reported visible smoke coming from the pyxis anesthesia es device. The power cord was unplugged from the power outlet. No patient or user harm reported.